Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to emergency department with vibratory alert. Upon interrogation, the device was found to be in backup vvi mode and device firmware was reloaded. Device remains implanted. The patient was stable.